Event description:
It was reported to philips that the host pc did not startup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up. Upon troubleshooting, fse found the host pc was not starting up and the hard disk of the host pc system was damaged. The customer purchased the hard disk. Fse replaced the hard disk and reinstalled the software to solve the reported problem. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.